Event description:
It has been reported to us that a dissection was noticed during the procedure. The physician inserted the guide catheter into the pt. The physician inserted a ivus device into the guide catheter. The physician inserted a rotablator device and felt some resistance. The physician continued with the case and performed intervention on the vessel. The physician inserted a stent delivery catheter and successfully placed the stent. The physician then performed the ivus on the vessel to ensure stent placement. The physician observed on the floroscope that a dissection of the vessel had occurred. The physician inserted another stent delivery catheter and treated the dissection by placing the stent. The pt is reported to be fine.

Manufacturer narrative:
Method: actual device used in case ws evaluated. Visual examination performed. Results: other (see h10 - below). Conclusion: other (see h10 - below). The actual device used in the case was returned and evaluated. Visual examination and revealed a bend in the shaft located at 41cm from the proximal strain relief. The soft tip material has a tear or peice removed from the distal edge. The tip also was out of round or "bell mouth" shaped. The initial report indicated there was a very tortuous anatomy and the physician felt resistance while using the rotablator with the guide catheter; however ws successful in the ablation process. The tip of the guide catheter was examined and the "bell mouth" shape and also revealed what looked like to be a crack. The alleged crack was examined under magnification and indicated an abrasive gouge and tare, not cracked. This type of damaged may have occurred while the rotoblator was in use, however, the exact cause is unknown. The shape of the guide catheter tip was inspected using the visual aid as reference and it was not within manufactured specificaton. There was an updated visual aid standard as part of the coninuous process improvement; however, this guide catheter was manufactured before this visual aid was implemented. The inner and outer diameters were measured and were within the manufacturer specifications. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has not been confirmed for dissection/perforation.